Event description:
The user facility reported that during a patient procedure their 5095 surgical table was commanded to lower in height and heard a "noise" from the table's shroud. The patient was transferred to a different table. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the event to inspect the 5095 surgical table. During the technician's inspection he found damage to the table's column shroud and base. The damage observed to the table's column shroud and base are indicative of items being stored on the base of the table. When the table is commanded to lower in height, the tabletop may contact the items of the table's base subsequently causing damage. The "noise" heard by user facility personnel at the time of the reported event may also be attributed to the table contacting items on the base of the table. The 5095 operator manual states, "warning - personal injury and/or equipment damage hazard: do not store items on surgical table base. Doing so may result in table damage or inadvertent tabletop movement placing the patient and/or user at risk of injury." In addition, there is a label on the table base that states, "warning - do not store items on base personal injury hazard/equipment damage storing items on table base may result in equipment damage causing inadvertent tabletop movement placing the patient and/or user at risk of personal injury. Do not step on or store items on base!" A steris account manager performed in-service training on the proper use and operation of the 5095 surgical table specifically the importance of not storing items on the table base. The steris technician made repairs to the 5095 surgical table, tested the function and operation of the device and returned it to service. No additional issues have been reported.